Manufacturer narrative:
Correction supplemental report is being submitted to provide the procedure name which was available at the time of the initial MDR submission but not included in it. Please see the updates in section b5.

Event description:
Correction addendum feb 15, 2023: the procedure was therapeutic hysterectomy.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. Grasping section was closed without grasping anything while the output in seal & cut mode was activated, (this includes after tissue resection) causing the tissue pad to wear and peel off. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark was developed and the seal and cut short circuit error occurred. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.

Manufacturer narrative:
Due diligence is being performed for this event. The device is returned, and an evaluation completed for it. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is minor tissue build up noted near the distal end. The ptfe pad (teflon pad) was inspected and found it has partial separation (detached) from the jaw exposing metal in the area of the middle portion of the teflon pad. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Additional functional tests could not be performed as the teflon pad is partially detached from the jaw exposing metal. The error code of u508 was not confirmed as both switches were found functional and the device passed the probe check with no errors. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned this device for evaluation for the issue of u508 seal and cut short circuit error received during an unknown procedure. The error message was not cleared despite closing and reopening the device when a check was made. There is no harm or adverse impact to the patient. Upon evaluation of the returned device, it was observed that the teflon pad of the device was separated from the jaw exposing metal. This medwatch is being submitted for the reportable issue of the separation of the teflon pad from the jaw exposing metal, as observed during device evaluation.